Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.